Event description:
It was reported that; 5 locking screws loosened. During the first revision, all locking screws were secured with 12nm. Primary surgery in 2008. First revision on (B)(6) 2015. Another segment has to be implanted. As part of this revision the implant that was implanted in 2008 was preventively renewed. Second revision on (B)(6) 2017.

Manufacturer narrative:
Catalog# : 03756230. Visual inspection, device history review, complaint history review, risk assessment. Manufacturing history review was performed and no relevant manufacturing issues found. It is likely that the blockers loosened post op due to inadequate tightening.

Event description:
It was reported that; 5 locking screws loosened. During the first revision all locking screws were secured with 12nm. Primary surgery in 2008. First revision on (B)(6) 2015. Another segment has to be implantet. As part of this revision the implant that was implanted in 2008 was preventively re-newed. Second revision on (B)(6) 2017.